Event description:
While troubleshooting, the customer had normal control test results of 44, 44, and 36 mg/dl. The normal control range is 86-116 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation and replacement strips will be sent.